Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. This supplemental is also being sent to correct and include information that was not previously submitted within follow up #1. Additionally, a device history record review was performed on the test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers...

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/14/2016, reporter/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings as well as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) /2016 at 10:30pm. At this time the patient claimed obtaining a blood glucose reading of ¿164mg/dl¿ on the subject meter which they felt was high compared to their normal readings. The patient also stated that they obtained a blood glucose result of ¿293mg/dl¿ with the subject meter and a blood glucose result of ¿140mg/dl¿ on another device within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy and stated that due to the elevated blood glucose readings they had increased their insulin dosage (novalog and lantus, dosages unspecified) during the evenings of (B)(6) 2016. The patient stated that at 10:30am on (B)(6) 2016 they experienced their ¿right side¿ going ¿stiff¿. The patient associated this symptom with a stroke which they had previously experienced. The patient informed the cca that on (B)(6) 2016 they required treatment from a healthcare professional (hcp) in the emergency room (e.r). The patient was given IV glucose by the hcp, but did not provide any further details regarding this treatment. At the time of troubleshooting, the cca noted that the reporter was unable to go through a control solution test on the subject meter. The unit of measure was set correctly, and the test strips were in date. The products were requested back for evaluation and replacement products were sent to the patient.this complaint is being reported for the following reason: the reporter claims that they obtained inaccurately high readings on the subject meter, and this led to the patient receiving treatment for severe hypoglycemia after the alleged meter issue began.